Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the battery and extensions were going to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) the patient had a cardiac ablation and cardioversion performed on (B)(6) 2024. Following these procedures there was a residual burn mark on the skin near the implant location over the patient¿s left ventricle of their heart. It was confirmed therapy was turned off prior to the procedure, but they didn¿t use the cardioversion group. Following this the patient was unable to connect to turn therapy on and saw the searching for device message. The clinician tablet was unable to connect as well. The rep attempted to reset the implant with the clinician application. The tablet connected to the implant and displayed a message saying invalid group with options to select a group to active. The rep selected group c and the tablet display a message that said telemetry failure 28c48961. The rep attempted to connect again, but they got the same message so they selected group a with the same failure message. The rep then power cycle the communicator and tried to connect with the I mplant, but it failed to connect. The rep attempted to reset the implant with the clinician application a second time, but the tablet failed to connect.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the patient¿s neurostimulator was replaced on (B)(6) 2024. The patient had previouslyasked about replacing the extension in the left neck as the patient felt tightness in their neck area when turning their head or looking down. The hcp explained the extensions scar into the issue and they couldn¿t guarantee an improvement with new ones. After discussions of risk versus benefit the patient chose not to have them replaced. When the hcp was replacing the neurostimulator they did ¿free up some extension¿ in the left chest pocket. Post-operatively the patient stated it felt much better when they turned their head from side to side.

Manufacturer narrative:
Section d10 references: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type extension h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep stating that patient is scheduled to have their implantable neurostimulator (ins) replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient had received cardioversion in the past. The most recent procedure took place in the ep lab with a lifepak 20e being used. The energy used during the cardioversion was 200j with paddles being placed ap (r2 pads) and the implant being located in the left chest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n npi741684h) found there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.